Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of screw malfunction was confirmed in the laboratory. Examination of the device found medical adhesive inside the v tip hex inset.

Event description:
It was reported that the set screw for the pulse generator malfunctioned. The device was not implanted.